Event description:
It was reported that the lead was explanted ten days after implant due to no sensing, no capture, sensing difficulties, positioning difficulties and suspicion that the lead pulled apart. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) confirmed an intermittency between the connector pin and the cap. Proximal conductor had blood/body fluid. Out insulation breached cut. The full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) confirmed an intermittency between the connector pin and the cap. Proximal conductor had blood/body fluid. Out insulation breached cut. The full lead was returned and analyzed.